Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.